Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently received inaccurate fill estimates after loading multiple cartridges with insulin. At the time of the call, the customer reported the issue was not occurring. Reportedly, earlier in the morning, the customer filled a new cartridge with 250 units of insulin, and received an accurate fill estimate of over 180 units. At the time of the call, the customer's blood glucose level was 400 (mg/dl) with moderate level of ketones, which was addressed by changing the supplies on the pump and delivering a correction bolus.